Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2012 and mesh was implanted during which the surgeon noted there is redundant mesh from previous surgery. This was removed with sharp dissection. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted upon visualizing the mesh, there were significant adhesions encountered upon entering the recurrent ventral hernia defect site. There were adhesions between the small bowel loops and the previous old mesh in between the omentum and the previous old mesh. To define the fasciai defect, the mesh had to be excised in fragments and there was a loop of small bowel densely adherent to the mesh which upon bluntly and sharply dissecting this segment of small bowel from the mesh, 2 enterotomies were made and these enterotomies were closed. This segment of bowel, upon freeing it from other areas of adhesions, appeared to be somewhat scarred down and appeared to be somewhat friable, hence, decision was to remove this segment of small bowel adhesions were also taken down with a combination of blunt and sharp dissection between the small bowel and the omentum and the abdominal wall and also the old mesh. Attention was then directed to defining the fasciai defect, which is defined now by freeing all adhesions away from the fasciai defect and removing fragments of the old mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/31/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 8/1/2024. H6: appropriate term / code not available (e2402) utilized to capture ecoli. Additional b5 narrative: it was reported that patient experienced ecoli, fever, sweats and chills, nausea and decreased appetite. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.